Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with blank display due to moisture damage electronic assembly. However, the insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump did have a cracked case at the display window corner. The drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported emailed phone call that the insulin pump had moisture damage and blank display. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to water. She stated there is fluid under the lcd screen and would not turn on. The customer also mentioned rust around the drive support cap. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.